Event description:
The accounts maintenance stated that the scale display is showing err 0. He found corrosion on the footboard connector, replaced it, but the issue remained.

Manufacturer narrative:
The account replaced the analog circuit board to repair the bed. He suspects the fluid ingress on the footboard connector was the root cause of the problem.